Event description:
Customer reports lancet sticks out while using the soft touch lancet device. No info was provided on whether lancet protruded before or after firing the device. No accidental stick reported. No adverse event reported. A request was made for the return of the suspect prod and a replacement was sent.